Event description:
The customer reported the during an infusion, the pcu and the 4 connected modules exhibited a "complete system failure" and the user was unable to turn the pumps on or off. The report suggests that a very ill ICU (intensive care unit) pt was receiving inotropes when the device failed. This resulted in the pt requiring additional ICU monitoring and stabilisation. Although requested, no additional info was provided.

Manufacturer narrative:
The customer's complaint was confirmed. Physical inspection of the device noted the contamination, tarnishing and deposits on both the left and right iui connectors. A review of the event log shows that the pcu alarmed for "channel disconnect" 4 seconds after the rate of the noradrenaline infusion had been titrated to 17.0ml/h and that the alarm was cancelled within the following 5 seconds. This issue has been attributed to a loss of communication / signals between the pcu and the connected pump modules due to contamination on various pins on all of the iui connectors.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.